Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 08216.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis by lot number, retains analysis, concomitant product evaluation, system risk analysis (sra) and visual analysis. The DHR was reviewed and all process specifications were met before the release of the product. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 03/23/2016 to 09/19/2016 and trending was not exceeded. Retains testing was performed from the same lot by the supplier and product specification was met. The supplier also reviewed the production records and no problems were found that could have contributed to the reported issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." A concomitant sterrad 100s evaluation was not performed since shortly after the issue the customer reported they stopped using the unit and it is no longer in service. The product was not returned; therefore, no visual analysis was performed. There is insufficient information at this time to determine an assignable cause. The DHR was reviewed and all product specifications were met at the time of release. Lot history was reviewed and trending was not exceeded. Retains testing was performed and no issues were identified. In addition, the product was not available for return and analysis. The issue will continue to be tracked and trended.